Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = (B)(6).

Event description:
The customer observed falsely depressed total and free psa results on the alinity I processing module, serial number ai25062. The sample was repeated after centrifuging again and the results were higher. The patient has been diagnosed with chronic cardiac failure, atrial fibrillation. Prostatic hypertrophy, and chronic bronchitis. The patient takes anticoagulants and antithrombotic drugs, pradaxa, clarithromycin, silodosin, and spironolactone. The following data was provided: (B)(6) (B)(6) 2024 12:37: total psa = 0.5 ng/ml free psa = 0.053 ng/ml (B)(6) 2024 13:21: total psa = 78.582 ng/ml free psa = 8.479 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely decreased alinity I total psa result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the product for the complaint issue. The device history record was reviewed and did not identify any non-conformances or deviations associated with the complaint issue. Performance testing was completed using an in-house retained reagent kit of lot 56254fn00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Product labeling also states that for optimal results, serum specimens should be free of fibrin, red blood cells, or other particulate matter. Centrifuge specimens containing fibrin, red blood cells, or particulate matter prior to use to ensure consistency in the results. In addition, insufficient processing of sample, or disruption of the sample during transportation may cause depressed results. For optimal results, inspect all samples for bubbles. Remove bubbles with an applicator stick prior to analysis. Use a new applicator stick for each sample to prevent cross contamination. Furthermore, reagents are susceptible to the formation of foam and bubbles. Bubbles may interfere with the detection of the reagent level in the cartridge and cause insufficient reagent aspiration that may adversely affect results. The ticket text documents that review of the pressure monitoring log identified clot error psi discord error for the initial false depressed results, indicating the presence of clot/fibrin in the sample. Based on the investigation, no systemic issue or product deficiency for alinity I total psa reagent lot 56254fn00 was identified. The alinity I total psa reagent lot number 56254fn00 is performing as expected.

Event description:
The customer observed falsely depressed total and free psa results on the alinity I processing module, serial number (B)(6). The sample was repeated after centrifuging again and the results were higher. The patient has been diagnosed with chronic cardiac failure, atrial fibrillation. Prostatic hypertrophy, and chronic bronchitis. The patient takes anticoagulants and antithrombotic drugs, pradaxa, clarithromycin, silodosin, and spironolactone. The following data was provided: sid (B)(6), (B)(6) 2024 12:37: total psa = 0.5 ng/ml, free psa = 0.053 ng/ml. (B)(6) 2024 13:21: total psa = 78.582 ng/ml, free psa = 8.479 ng/ml no impact to patient management was reported.